Manufacturer narrative:
One 8f fast-cath hemostasis introducer and dilator were received for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at one end of the mfg slit, which caused the leak. However, it is uncertain what caused the seal to tear.

Event description:
It was reported the introducer sheath leaked at the valve. No pt injury reported.